Event description:
Note: date of event is unknown. It was reported to boston scientific corporation in 2009 that an endovive safety peg kit push method was used during a percutaneous endoscopic gastrostomy procedure. According to the complainant, the device was inserted over the guidewire, but it could not be advanced halfway. The physician inserted the guidewire in the opposite end of the catheter to check it, but it could not be advanced beyond the halfway point. The procedure was completed with another endovive safety peg kit push method. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be "good".

Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therefore, the device manufacture date and expiration date are unknown. Although the suspect device has been received, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.